Manufacturer narrative:
Location contact's occupation is not known. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that when implanting the intraocular lens, the haptics were stuck together and folded on top. The haptic would not release and when the doctor used an instrument to release the haptics, they broke off. Lens was cut in two pieces to remove from eye and one stitch was made. The surgeon was able to insert another lens and complete successfully.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for product evaluation. The returned sample was inspected at 10x microscope magnification, which is our normal inspection magnification. Visual inspection revealed that the lens was received with surface residuals (debris/particles) compatible with handling the lens out of sterile environment. Also, one haptic was broken and the optic had a scratch. The unfolding issue complaint type cannot be confirmed since the functional test cannot be performed due to the received condition of the lens. The lens condition is consistent with a lens that has been inserted and removed from the patient's eye and not attributed to the manufacturing process. A review of the manufacturing records showed no deviations or non-conformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.